Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury.

Manufacturer narrative:
(B)(4). Concomitant products: xl-108222 392250 arcomxl 32mm +3 mrom lnr sz 22. 163668 124190 32mm mod head cocr -3mm neck. Unknown stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure two years post-implantation due to malpositioning. The head was exchanged. Attempts have been made and additional information on the reported event is unavailable.